Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of plunger passed over the intraocular lens (iol), pinched posterior haptic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, the plunger passed over the iol and pinched the posterior haptic as it exited the cartridge. There was no patient contact. The lens was replaced with an identical one and procedure completed. Additional information received stating that company handpiece used.

Manufacturer narrative:
Corrected information was provided in g.3. Correction g.3: supplemental medical device report smdr 1 is being filed to correct the g.3 date on the initial report, filed earlier. Incorrect date of 14/nov/2024 is being corrected to 18/nov/2024. The manufacturer internal reference number is: (B)(4).